Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received a scale reading error message. The contact confirmed that one bag only is placed on the heater tray and that the cycler is not moved during treatment. The treatment was cancelled during drain 4 because patient drained out 5084 ml out of expected 2499 ml. The patient did not utilize manual drains. The patient experienced increased intraperitoneal volume of over 200%. The cycler will be replaced.

Manufacturer narrative:
Date on initial report should read 11/12/2017.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received a scale reading error message. The contact confirmed that one bag only is placed on the heater tray and that the cycler is not moved during treatment. The treatment was cancelled during drain 4 because patient drained out 5084ml out of expected 2499ml. The patient did not utilize manual drains. The patient experienced increased intraperitoneal volume of over 200%. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient's contact reported that the cycler received a scale reading error message. The contact confirmed that one bag only is placed on the heater tray and that the cycler is not moved during treatment. The treatment was cancelled during drain 4 because patient drained out 5084ml out of expected 2499ml. The patient did not utilize manual drains. The patient experienced increased intraperitoneal volume of over 200%. The cycler will be replaced.